Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 3 months due to severe perivalvular leak. He recovered from that uneventfully. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No other details provided.

Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. It should be noted that this patient had mitral valve endocarditis and persistent bacteremia with (B)(6), which required redo-mitral valve replacement approximately 9 months after this procedure. No further actions are possible with the available information.